Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had received their external monitoring communicator and had plugged it into an electrical outlet. Soon after the patient reported smelling something burning. The power cord was reported to be hot to the touch. No one was burnt or hurt. No medical attention was needed. The power cord was successfully removed from the outlet. This product was to be replaced.